Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following the implant the patient experienced pain, recurrence, bleeding, infection, urinary and bowel problems, neuromuscular problems, and psychological/emotional problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent operative hysteroscopy, cystoscopy, polypectomy, dilatation and curettage on (B)(6) 2010 due to endometrial polyps, urge incontinence and post menopausal bleeding as per operative report. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a laparotomy, extensive of lysis of bowel adhesions, total abdominal hysterectomy, and bilateral bso on (B)(6) 2013, due to grade I endometrial cancer. No additional information was provided.